Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material around the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It was confirmed that there was no deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained and there was no physical damage at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿, and preventative measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.